Event description:
It was reported that during a laparoscopic cholecystectomy, the device was stuck on tissue and would not open after having been clipped. The device was manually removed from the tissue without trauma to the tissue. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.